Event description:
It was reported that on (B)(6) 2005, patient was seen for an orthopedic consultation. The chief complaint was low back pain, right leg radiation with weakness, tingling and numbness, right leg. Patient states he injured himself while working as a carpenter on a residential construction site. On the date of the injury, he was moving and loading heavy wooden beams. He states in the process he felt something pull in the back with the pain then setting in. Stiffness in the back setting in with the pain spreading to the right buttock and the right leg. The pain worsened and the patient was seen in the ER. Patient was prescribed medicine for pain management. The pain in the back spreads to the right leg. The listed problems are attributed to his work-related accident and injury on (B)(6) 2005. An MRI done on (B)(6) 2005 show that there appears to be a 35% compression fracture involving the superior end-plate of vertebral body l1 with retropulsion measuring 2 mm with the l1 vertebral body demonstrating diffuse edema suggesting a recent compression fracture. Patient was diagnosed with compression fracture, vertebral body l1, herniated lumbar disc, l5-s1 with bilateral radiculopathy, right greater than the left, ac arthritis, impingement syndrome, rotator cuff tendinitis, possible tear, right shoulder, resolved epicondylitis, medial, right elbow. Treatments recommended: tlso brace, bone scan, MRI of the lumbosacral spine; patient may be a candidate for kyphoplasty or vertebroplasty, emg/ncv of the right leg. On (B)(6) 2005, patient had MRI of the lumbar spine. Impression showed compression fracture over the anterior aspect of the body of l1, there is a 1mm broad-based posterior disk protrusion at t12-l1 level indenting the anterior aspect of the thecal sac, there is a disk desiccation at l2-3 level, there is a 2mm central posterior disk protrusion at l5-s1 level making contact with the anterior aspect of the thecal sac. This level shows findings of early facet arthropathy on both sides. On (B)(6) 2005, patient had a whole body scan. Impression: moderate uptake in present involving the l1 vertebral body most suggestive of fracture focal uptake identified at the sterno-manubrial junction, suggestive of degenerative disease, arthritic uptake in the shoulder and right sterno-clavicular joint. On (B)(6) 2005, patient had nerve conduction study and emg exam of the right lower extremity. Impression: exam showed evidence of partial denervation of lumbosacral paraspinal at l5, s1 level right more than the left side. Muscle tested in the right lower extremity did not show any significant abnormality. On (B)(6) 2005, patient underwent operative reduction of compression fracture of l1 utilizing balloon kyphoplasty, internal fixation utilizing bone cement fixation to treat compression fracture of l1 with significant deformity. On (B)(6) 2007, patient had a discography study done on the lumbar spine. On (B)(6) 2007, patient was seen for orthopaedic follow-up exams for continued complaints of constant, lingering low back pain. Pain in the back radiates down the right and left legs. Patient is having sleeping problems. The patient is still awaiting for his lumbar spine discectomy surgery. Patient is diagnosed with: herniated lumbar disc with disk desiccation, l5-s1, bilateral radiculopathy/radiculitis, right greater than left, herniated thoracic disc, t12-l1, with MRI study evidence of the thoracic spine on (B)(6) 2005, anxiety, increasing due to financial duress, stress, chronic pain, trauma, and altered lifestyle, compression fracture, vertebral body l1, with evidence on the MRI study of the lumbar spine on (B)(6) 2005 and whole body scan evidence of (B)(6) 2005 revealing moderate uptake present involving the l1 vertebral body, suggestive of vertebral fracture, acromioclavicular joint degenerative joint disease, impingement syndrome, rotator cuff tendinitis, possible tear, right shoulder, not related to this industrially-related work injury occurring on (B)(6) 2005, (6) psycho-physiological depressive illness reaction secondary to anxiety, chronic pain, altered lifestyle, trauma, resolved epicondylitis, medial aspect, right elbow, intermittent insomnia related to anxiety, depressive reaction, chronic pain, suspected carpal tunnel syndrome/tendinitis, right hand and wrist. Patient was administered a toradol pain injection, requested for herbal medication, prescribed a refill of norco 10mg hydrocodone / 325mg, acetaminophen, omeprazole 2 0mg, ambien 10mg, gabapentin 600mg. Recommended patient to continue his xanax and oxycontin. Patient remains on temporary total disability. Patient had follow-up exams on (B)(6) 2008. Patient continues with complaints of constant, lingering low back pain. The patient has undergone the lumbar discography and found positive findings and has been recommended to undergo a discectomy. Patient had a recent flare-up of lower back pain after he slipped and fell at home ~2 weeks ago. He felt pain and tightness in his lower back, an aggravation to his current pain in his lumbar spine. The low back pain is a sharp, shooting pain and discomfort that often is intermittent but recently became more constant as well as a pins and needles sensation in both of his lower extremities radiating all the way down to his toes on both of his feet. There¿s greater sensitivity on the right than on the left. Patient was given toradol pain injections. On (B)(6) 2008, patient continues with complaints of constant, lingering low back pain. He complains of numbness and tingling in his right leg and both arms. He is awaiting for his lumbar discectomy surgery. Patient diagnosed with herniated lumbar disc with disk desiccation, l5-s1, bilateral radiculopathy/ radiculitis, right greater than left, herniated thoracic disc, t12-l1, compression fracture vertebral body, l1 with evidence on the MRI study of the lumbar spine on (B)(6) 2005 and whole body scan evidence also on (B)(6) 2005, revealing moderate uptake present involving the l1 vertebral body, suggestive of vertebral fracture. Patient was administered a toradol pain injection to the right buttock consisting of 74 mg of ketorolac and 45 mg of ketorolac to the left shoulder. Patient is prescribed oxycontin 80mg, ambien and soma 350mg. On (B)(6) 2008, patient was seen with complaint of low back pain. The patient is status post kyphoplasty at the l1 vertebral body. Diagnosis: herniated lumbar disc at l5-s1 with bilateral radiculopathy/radiculitis, right greater than left with positive MRI findings for lumbar disc herniation with a positive discogram study with reproducible pain at the lowerback and legs at the l5-s1 level, status post kyphoplasty at the l1 level, impingement syndrome, rotator cuff tendonitis, right shoulder with ac joint degenerative joint disease. On (B)(6) 2008, patient was seen with complaint of constant lingering low back pain. He complains of numbness and tingling in his right leg and both arms. He states he is denied physical therapy. Patient was administered a toradol pain injection to the right buttock, consisting of 75 mg of ketorolac and 45mg of ketorolac to the left shoulder. Patient is prescribed a refill of oxycontin 80mg, ambien and soma 350mg. On (B)(6) 2008, patient was seen with complaints of constant low back pain. He complains of numbness and tingling in his right leg and both arms increasing. On (B)(6) 2008, patient was seen with complaint of constant, lingering low back pain. He complains of numbness and tingling in his right leg and both arms. He feels his condition has worsened. Recommended toradols injection im to the right buttock, and left shoulder. Requested lumbar plasma disc decompression for the l5-s1 level, and electrodiagnostic studies for right lower extremity and bilateral upper extremities, to rule out radiculopathy. Patient remains on temporary total disability. On (B)(6) 2008, patient was seen with complaint of constant lasting low back pain. He needs refill of oxycontin, he is waiting for authorization for the lumbar spine plasma decompression surgery. He asks for toradol injections. He complains of numbness and tingling in his right leg and both arms. On (B)(6) 2008, patient was seen for constant low back pain. He complains of pain in his legs and hips. He complains he develops boils when he is lacking sleep and from excess stress, both which relate to his work injury on (B)(6) 2005. He continues to feel depressed with anxiety. He is diagnosed with herniated lumbar disc l5-s1, radiculopathy / radiculitis, right greater than left, psycho-physiological depressive illness reaction, anxiety disorder, related to chronic pain and trauma, intermittent insomnia due to anxiety, depressive reaction, related to chronic pain an trauma, sexual dysfunction, resulting from his lumbar spine discopathy, chronic pain. On (B)(6) 2009, patient underwent operative discogram l5-s1, plasma disc decompression l5-s1 to treat herniated lumbar disc l5-s1, refractory to conservative modalities/ care with radiculopathy. Patient tolerated the procedure well. It was reported this patient has been having problems pertaining to back and leg pain that has proved refractory to conservative modalities of care inclusive of physical therapy medicines for inflammation, pain, muscle spasm, modification of life and vocational activities with workup inclusive of MRI scans, neurodiagnostic testing and discogram showing extensive disc pathology in the lumbar spine for which anterior arthrodesis with instrumentation combined with posterior arthrodesis instrumentation has been recommended with discectomy and corpectomy. On (B)(6) 2010, patient underwent total discectomy, l5-s1, partial carpectomy, l5 and s1 for anterior decompression, placement of cage, l5-s1, aspiration of bone marrow for bone grafting from iliac crest, right, preparation of bone graft material with bmp local vertebral bone, bone marrow, and demineralized bone matrix, placement of bone graft in the cage and disk space, anterior lumbar interbody arthrodesis, l5-s1 with cage placement of l5-s1, internal fixation of cage with l5-s1 cancellous screw and washer to treat degenerated herniated segmentally-unstable disk, l4-s1 with radiculopathy, failed conservative modalities of care inclusive of physical therapy, modification of lifestyle, epidural injections and endoscopic discectomy. On (B)(6) 2010 patient was discharged to continue home meds, norco 10/325mg, soma 350mg and xanax 1 mg. On (B)(6) 2010, patient underwent laminotomy, foraminotomy, l5-s1, right side, microdiskectomy, laminotomy, foraminotomy, l5-s1, left side, microdiskectomy, arthrodesis, intertransverse and facet, laminar, l5-s1 right and left, spinal instrumentation, pedicle screw rod construct with pedicle screw in pedicle l5, right and left, s1, right and left with finished instrumentation utilizing connecting rods to treat lumbar disk degeneration, herniation, segmental instability, radiculopathy, bilateral, failed percutaneous discectomy, l5-s1 with positive diskogram status post anterior part of circumferential decompression arthrodesis surgery at l5-s1. Patient¿s pain got better on day of discharge on (B)(6) 2010. Patient was discharged with vicodin and soma.

Manufacturer narrative:
(B)(4).